Event description:
The customer reported having high blood glucose of 353mg/dl. The caller stated that the diabetic educator nurse programmed her device. The customer also mentioned being hospitalized before receiving the insulin pump. The caller called back and stated that her last glucose level reading two hours before calling was over 600mg/dl, but she did not treat after taking the reading. The caller stated that she had given herself 4.8 units. While having the customer on the phone, she injected herself 10.0 units of insulin via syringe. The customer was in bad shape, speechless, unresponsive and then the paramedics were called. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.